Event description:
It was reported that pump displayed malfunction code 24 with no notable events occurring beforehand, and customer had no backup insulin therapy available at the time of the event. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to contact healthcare provider for backup therapy, was instructed on how to place pump into storage mode, and was told to return problematic pump to tandem within 10 days using provided shipping materials, while technical support confirmed pump was in warranty and sent replacement pump with instructions to reprogram pump settings and reconnect continuous glucose monitor.